Event description:
The ventilator did not function when the pt stopped breathing. Therapists were present; the pt was resuscitated and placed on another ventilator. The rptr was told that a crack in the internal exhalation device caused the problem. The ventilator has been repaired by the MFR.